Manufacturer narrative:
Evaluation summary: investigation of the device concluded that the balloon's length was without product specification. Quality engineering has determined that the root cause of the reported larger size balloon was most likely related to differences in measurement techniques. The basis for this reported product issue is related to the customer measuring the total length, rather than the working length (label reflects the working length). Quality assurance will inform the physician via written correspondence of the differences between the stated balloon length (working length) and overall length. This MDR is considered closed by the quality assurance department.

Event description:
The balloon was larger than expected when it inflated inside the vessel. The physician believe is was a 30mm length as opposed to the labeled size of 20 mm in length.